Event description:
This unsolicited case from united states was received on 02-jan-2018 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and leg was very sore on the same day, after 6 hours could not walk on leg/ very difficult to walk, after unknown latency mobility was limited and had inflammation. Also device malfunction was identified for the reported lot number. No concomitant medication and concurrent condition was provided. Patient had previously received synvisc one injection in past and had no problems. Patient had no pacemaker, immunosuppressants and allergies. Patient had knee issues for many years after a car accident. Patient's knee was worn down. On (B)(6) 2017, at noon, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (indication and expiration date: not provided, batch/lot number: 7rsl021) in left knee. On the same day, six hours after the injection, at 6 pm, patient could not walk on her leg and pain level was 7 out of 10. It was reported that even with full extension, patient's leg was very sore on the same day and it was very difficult to walk for three full days, patient had throbbing and it had not been right. This was approximately the 8th time patient had the synvisc- one injection and had no problems post injections in the past. Patient did no exercise post injection. Patient also had swelling, inflammation and tenderness; it was swollen and tight. Patient denied using a cane but her mobility was limited during those days (onset date: (B)(6) 2017) and walking down the stairs was horrible. Patient used ice, rest, elevated the leg and took ibuprofen (advil) every 4 hours the first three days. On (B)(6) 2018, pain level was 1 out of 10 but swells after weight bearing activities. Patient denied fever. No blood work, knee drainage, cultures, hospitalization. It was reported that the patient usually takes the synvisc-one injection every 6 to 8 months. Patient's overall health was very good. Corrective treatment: ice, rest, elevated leg and ibuprofen for inflammation and not reported for could not walk on leg/ very difficult to walk, could not walk on leg/ very difficult to walk and mobility was limited. Outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 09-jan-2017: this case concerns a female patient who received synvisc one injection from the recalled lot in her left knee and later could not walk on her leg, it was sore and had inflammation, swelling, pain, tenderness and tightness in her knee. Her mobility was also limited. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referred with the cases (B)(4). Based on additional information received on 13-feb- 2018 from other healthcare professional, this case became medically confirmed this unsolicited case from united states was received on 02-jan-2018 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and leg was very sore on the same day, after 6 hours could not walk on leg/ very difficult to walk, after unknown latency mobility was limited and had inflammation. Also device malfunction was identified for the reported lot number. No concomitant medication and concurrent condition was provided. Patient had previously received synvisc one injection in past and had no problems. Patient had no pacemaker, immunosuppressants and allergies. Patient had knee issues for many years after a car accident. Patient's knee was worn down. The patient was allergic to penicillin on (B)(6) 2017, at noon, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml prefilled syringe, once (expiration date: may-2020, batch/lot number: 7rsl021) in left knee for osteoarthritis left knee. On the same day, six hours after the injection, at 6 pm, patient could not walk on her leg and pain level was 7 out of 10. The patient experienced pain, extreme swelling, difficulty with ambulating. The patient was bedridden. It was reported that even with full extension, patient's leg was very sore on the same day and it was very difficult to walk for three full days, patient had throbbing and it had not been right. This was approximately the 8th time patient had the synvisc-one injection and had no problems post injections in the past. Patient did no exercise post injection. Patient also had swelling, inflammation and tenderness; it was swollen and tight. Patient denied using a cane but her mobility was limited during those days (onset date: (B)(6) 2017) and walking down the stairs was horrible. Patient used ice, rest, elevated the leg and took ibuprofen (advil) every 4 hours the first three days. On (B)(6) 2018, pain level was 1 out of 10 but swells after weight bearing activities. Patient denied fever. No blood work, knee drainage, cultures, hospitalization. It was reported that the patient usually takes the synvisc-one injection every 6 to 8 months. Patient's overall health was very good. Corrective treatment: ice, rest, elevated leg and ibuprofen for inflammation and not reported for could not walk on leg/ very difficult to walk, could not walk on leg/ very difficult to walk and mobility was limited outcome: recovered for could not walk on leg/ very difficult to walk/ difficult with ambulating; unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Reporter causality: related. Follow up information was received on 12-jan-2018. Global ptc number was added. Additional information was received on 13-feb-2018 from other healthcare professional (case became medically confirmed) . Suspect indication, expiration date was added. Outcome for could not walk on leg/ very difficult to walk/ difficult with ambulating was updated from unknown to recovered. Related ids were added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated13-feb-2018. The follow up information does not change the previous case assessment.: this case concerns a female patient who received synvisc one injection from the recalled lot in her left knee and later could not walk on her leg, it was sore and had inflammation, swelling, pain, tenderness and tightness in her knee and mobility was limited. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.